Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire factory service dept. Received the suspect component and performed an investigation. The reported issue could not be duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received and is currently pending evaluation. Any additional information will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator will not stop auto-cycling. The customer stated there was no patient involvement.